Event description:
It was reported that the rechargeable battery was found to have melted (specific date not reported). A new replacement battery was sent to the patient. No serious injury was reported.